Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer changed supplies to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. There was no adverse impact to customer's blood glucose. The customer declined to perform further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.